Manufacturer narrative:
A ge service rep performed an on site investigation. The battery, battery charger, gib and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had precharge error message and locked up at boot up. No pt injury was reported.